Event description:
Customer tested at 73mg/dl and three minutes later 64mg/dl. She states that she felt the readings should have been lower as she could tell he was about to go into convulsions. She gave him a glucogon shot and customer went into convulsions for 10-20 minutes. No medical treatment was sought. Customer is on an insulin pump. No quality controls were used. Requested return of suspect device and replacement was sent.